Event description:
Reportable based on analysis completed on (B)(6) 2018. It was reported that tracking and deployment detection issues occurred. During a mapping procedure with an intellamap orion high resolution mapping catheter stopped showing deployment and constantly flashed. The procedure was completed with another intellamap orion high resolution mapping catheter. No patient complications were reported. However, analysis revealed peeling of the deployment shaft. Visual inspection revealed that the device deployment shaft is bent leading to cracking and peeling of the polyimide layers. Multiple indentations are seen approx. 6-cm from the distal tip and a sustained bend in the shaft approx. 4cm from the distal tip the electrical test was performed and the device failed because the bent deployment shaft could not be placed in the magnetic registration fixture. Magnetic sensor resistance and inductance testing revealed both pairs are within specification.